Event description:
It was reported that the patient experienced discomfort at the generator site and was referred for vns explant due to the pain. The generator has been disabled for a while due to lack of efficacy. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Per the physician, the pain is believe to be due to the presence of the vns device. No known surgical intervention has occurred to date. No additional relevant information has been received to date.